Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product return. Minor bleed/fluid leak: reported bleeding from between the blue butterfly and the white repo unit hub. The only way bleeding can occur from this location is if the blue butterfly is inserted into the patient resulting in a leak path between the blue butterfly and the white hub. The cause of the bleeding from the repo unit was improper technique inserting the blue butterfly into the access site since the blue butterfly to the white repo is not a hemostatic seal unless the blue butterfly is suture tied to the white hub. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding from the repositioning sheath. The bleed comes out of the sheath between the white sheath and the connection of the blue suture hub. No bleeding from the puncture was noted. The bleeding resolved with out intervention. No patient harm was reported.